Event description:
The customer reported false elevated architect anti-hbs and provided the following data for a 31 year old male patient on (B)(6) 2026: sample ID (B)(6) result was 140.52 miu/ml and repeat result was 146.99 miu/ml. Domestic autobio chemiluminescence platform, the anti-hbs result was negative. Per architect anti-hbs package insert, based on the world health organization recommendation, an anti-hbs concentration = 10 miu/ml is regarded as being protective against hepatitis b viral infection. The abbott anti-hbs results were issued to the clinical physician. The customer provided the following additional results: hbsag was 51576.21 iu/ml & 52716.54 iu/ml, hbeag was 167.813 s/co, anti-hbe was 3.63 s/co, anti-hbc was 7.61 s/co . There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, review of the device history record, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect anti-hbs assay did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 77434fz01. A review of the device history record was performed on lot 77434fz01 and did not identify any nonconformances or deviations. The overall performance of architect anti-hbs reagents in the field was reviewed using data gathered from customers worldwide. The median patient result falls within +/-3sd of the established baseline, indicating the reagent lot is performing acceptably. A review of labeling adequately addresses the customer¿s issue. Based on the investigation, no systemic issue or product deficiency of the architect anti-hbs reagent lot 77434fz01 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07c18, that has a similar product distributed in the us, list number 01l82 (ausab), and a PMA number of p050051.

Event description:
The customer reported false elevated architect anti-hbs and provided the following data for a 31 year old male patient on (B)(6) 2026: sample ID (B)(6) result was 140.52 miu/ml and repeat result was 146.99 miu/ml. Domestic autobio chemiluminescence platform, the anti-hbs result was negative. Per architect anti-hbs package insert, based on the world health organization recommendation, an anti-hbs concentration = 10 miu/ml is regarded as being protective against hepatitis b viral infection. The abbott anti-hbs results were issued to the clinical physician. The customer provided the following additional results: hbsag was 51576.21 iu/ml & 52716.54 iu/ml hbeag was 167.813 s/co anti-hbe was 3.63 s/co anti-hbc was 7.61 s/co there was no reported impact to patient management.